Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring ¿high¿ with small urinary ketones and diarrhea. The reporter stated the patient had a stomach virus at the time of the alleged pump issue. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a power issue of short battery life beginning (B)(6) 2017. Troubleshooting by animas customer support confirmed that there were low battery alarms in the alarm history and the correct battery type was being used. The reporter alleged the top of the battery cap was ¿worn¿ and the battery cap has never been replaced on this pump. Although the patient was ill at the time of the hyperglycemic event, a pump issue could not ruled out due to the alleged power issue. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a battery life issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: there were low battery warnings and replace battery alarms were observed in the pump¿s history due to discharged batteries being used with the pump. The battery compartment and the returned battery cap were undamaged and the cap was able to secure to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and all the electrical current draws measured within specifications. The returned battery cap had a worn top coin slot but the cap was still able to fit to the pump. The "battery life" issue from the original complaint was not duplicated during the investigation. The pump¿s cover was removed and there was no evidence of moisture or loose components inside the pump. No moisture corrosion was observed in the battery compartment. No damage found to the battery compartment. Unrelated to the initial complaint, the display screen was observed to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.